Manufacturer narrative:
(B)(4). Concomitant medical products- unknown femur, unknown tibial tray, biomet locking bar catalog# 141205, lot# 138700. Customer has not indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 02563.

Event description:
It was reported that a patient underwent a knee revision due to unknown reasons. The bearing and locking bar were removed and replaced. Attempts for additional information have been made and is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reportable event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. As reason for revision is unknown, complaint search could not be performed. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.